Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath (clear) was selected for use. However, during testing of the device, air was observed. The physician replaced the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis, it was disposed.